Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found the optic torn, haptic torn, and the haptic is separated from the lens. (B)(4)

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that as the cq2015a intraocular lens, diopter +22.0 was being injected into the patient's eye, the trailing haptic portion of the lens tore off. Reportedly, this was due to technician error. The lens was successfully exchanged intraoperatively with an alternate lens. This occurred on (B)(6) 2018.